Event description:
Customer reported a malfunction code on the mobi pump, identified as malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue re-emerges, which the customer understood and acknowledged.